Manufacturer narrative:
H3/h6: the software analysis was completed. Based on the information provided, the user was not inserting aiming probes fully into the guide stem. This indicated that the user was not following the instructions provided with software, this was a user error. There was no indication that a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that cranial biopsy procedure was set up with probe + guide tube fixture and a biopsy needle. During the navigation workflow, entry was set by fully seating the probe into the fully locked guide tube, navigating the tip of the probe, and pressing the set entry button in the plans tab. A 50mm projection off the probe was created and used to create the target (while the probe was still fully seated in the locked guide tube - navigation based on the 50mm projection to create the target). The projection was removed so that the probe was navigating based on the tip, then the probe was removed radially outward (along the locked guide tube trajectory, but away from the head model), but still within the guide tube. The trajectory was locked, a tip stop point was calculated, and the tip stop was set using the correct tool to the value specified. After navigating and inserting the biopsy needle into the locked guide tube, with the biopsy needle adapter also fully seated into the guide tube, the tip of the biopsy needle is now located passed the target point. The amount passed the target point is equal to the amount that the probe is removed from the guide tube, while still being in the same trajectory as the target when the trajectory is locked. The suspected or mostly cause of the reported issue is device misuse as it relates to the instructions for use (IFU) as the tip stop point calculation assumes that the probe and the biopsy needle + guide tube adapter are both fully seated into the guide tube during normal use. There was no patient involvement. This event occurred at medtronic facility therefore there was no patient present.

Manufacturer narrative:
No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.